Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, sex or origin. The pt was taking an unspecified medication for treatment of an unknown indication. In 2006, the humapen ergo teal/clear pen body (lot 0405a02) with a clear cartridge holder attached was reported to have an injection screw not moving. This humapen ergo teal / clear pen body (lot 0405a02) with a clear cartridge holder attached is associated with cid00432051. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 29-aug-2006. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo teal/clear pen body (lot 0405a02) with a clear cartridge holder attached was continued. Refer to results/conclusion section. Update 22-sep-2006; additional information received in 20-sep-2006; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected fu date on EU/ca device button; updated user comments and added 'refer to results/conclusions section' to narrative.

Manufacturer narrative:
The actual device was returned and found to have both clear cartridge holder engagement tabls broken. This malfunction has been shown to cause an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." Evidence of improper use/storage: the engineering investigation determined the two broken engagement tabs were damage while in the field from an unknown tool. Sections of the cartridge holder are consistent with mutilation by removing the engagement tabs with shears, and are evidence of improper use. This misuse is relevant to the user's complaint and the investigation findings.